Manufacturer narrative:
As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the endoscope image was upside down. Site was in the middle of rebooting the system as they called in. Caller stated that they tried reseating the endoscope with no change. Caller stated that the alignment was correct after rebooting the system. The procedure was completing as planned with no reported injury. Isi obtained the following information from the isi clinical sales representative (csr): the image was inverted, but the endoscope did not move freely with uncontrolled motion. The event did not involve a reverse control on system arm and the issue occurred on both the 0 and 30-degree endoscopes. The 30-degree endoscope was installed in an up and down orientation. The surgeon did confirm desired orientation when endoscope was installed. An indication of the image orientation was provided to the user via user interface and the endoscopes adapters/base were still engaged/in-synch /attached. No components were observed to be missing from the endoscope. Prior to the incident the endoscope was not manually rotated to 180 degrees. The was no patient injury related to the issue and the csr was not sure if the endoscopes would be returned back to isi. The system restart resolved the issue.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The customer indicated the issue was resolved with a power cycle. The phone support details did not reveal any issues related to the customer reported event. No patient injury or harm was reported. The associated product was not returned, and there were insufficient details provided to assess the failure mode.

Event description:
Refer to h11 for follow-up information.